Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pump exhibited an accuracy watchdog failure with primary audible alarm. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with top and bottom cases in good condition. Cracked right plunger case and visible contamination. There was evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The investigation was unable to determine the intermittent of the error, and there was no external damage or contamination to the interconnect board or speaker. No fault was found with the device. For corrective action the interconnect board and speaker were replaced as preventive measure. Self-test/occlusion tests were performed. The root cause of reported problem was undetermined/unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b3: additional information was received, the date of event has been updated. B5: additional information was received by the manufacturer and attached on 23 september 2022, there was no patient involvement. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500.